Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included pruritic rash, redness, swelling, itching, vaginitis, folliculitis, hematuria, pancreas disorder, urinary tract infection, back pain and facial pain. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and medical record received. Reporter and patient demographics were added. Concomitant disease added. Updated suspect drug indication. Event did not under go essure confirmation test added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included depression, anxiety and asthma. Concurrent conditions included pruritic rash, redness, swelling nos, itching, vaginitis, folliculitis, hematuria, pancreas disorder, urinary tract infection, back pain, facial pain, pelvic discomfort, abdominal pain, flutter atrial, hair loss, weight gain, memory loss, bowel movement irregularity, menorrhagia, acne, dysmenorrhea, urinary incontinence and cramp in lower abdomen. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection: bladder/urinary"), urinary tract infection ("urinary tract infection"), acne ("rashes or skin conditions: acne"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), amnesia ("neurological conditions or problems: memory loss"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("low back pain"). In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with surgery (to remove the essure implant/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and back pain had resolved and the cystitis, urinary tract infection, acne, bladder disorder, urinary tract disorder, amnesia, allergy to metals and dyspareunia outcome was unknown. The reporter considered acne, allergy to metals, amnesia, back pain, bladder disorder, cystitis, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: need for additional surgery. Discrepancy noted: in previous follow-up essure explant date was (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 8-apr-2019: pfs received. Following events were added: abnormal bleeding (vaginal), menorrhagia, infection: bladder/urinary, urinary tract infection, rashes or skin conditions: acne, bladder or urinary problems or changes, urinary tract disorder, neurological conditions or problems: memory loss, nickel allergy, dyspareunia (painful sexual intercourse) and low back pain. Event onset date were added. Event severity added for: low back pain. Event outcome added for: abnormal bleeding (vaginal), menorrhagia, pain / pain and low back pain. Lab data added. Suspect drug explant date updated from (B)(6) 2015 to (B)(6) 2014. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain') and helicobacter infection ('h-pylori-(ugh) the infection') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included depression, anxiety and asthma. Concurrent conditions included pruritic rash, redness, swelling nos, itching, vaginitis, folliculitis, hematuria, pancreas disorder, urinary tract infection, back pain, facial pain, pelvic discomfort, abdominal pain, flutter atrial, hair loss, weight gain, memory loss, bowel movement irregularity, menorrhagia, acne, dysmenorrhea, urinary incontinence, cramp in lower abdomen and obesity. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection: bladder/urinary"), urinary tract infection ("urinary tract infection"), acne ("rashes or skin conditions: acne"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), memory loss ("neurological conditions or problems: memory loss"), dyspareunia ("dyspareunia (painful sexual intercourse)/pain during intercourse"), back pain ("low back pain/lower back pain/my back fels like they kicked me 100x") and abdominal pain ("abdominal pain/major pain in abdomen/belly pain"). In (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced allergy to metals ("nickel allergy"), chest pain ("blood or heart disorder/condition type: chest pain"), palpitations ("blood or heart disorder/ condition type: palpitation") and dysmenorrhoea ("dysmenorrhea(cramping)") and was found to have the first episode of weight increased ("weight gain"). On an unknown date, the patient experienced constipation ("constipation"), dizziness ("light headed/dizzy"), anxiety ("anxiety attacks/anxiety"), urethral polyp ("urethral polyps"), nervousness ("nervous"), abdominal distension ("bloated"), abdominal pain lower ("right lower stomach pain"), headache ("headache"), bronchitis ("bronchitis"), helicobacter infection (seriousness criterion medically significant), depression ("depression"), mood altered ("mood changes"), menopause ("pre- menopause"), diarrhoea ("diarrhea"), nausea ("I feel like im about vomit"), mood swings ("mood swings"), abdominal pain upper ("my stomach is very hurting really bad"), loss of memory ("loss of memory"), alopecia ("losing handful of hair"), vulvovaginal pain ("vaginal sharp shooting pains"), pruritus ("my incisions are itchy"), polymenorrhoea ("two periods in one month") with hyperhidrosis, swelling ("I m swollen all the way to my toes"), swollen tongue ("tongue swelling"), lip swelling ("my lip was red ,swollen and infected"), lip infection ("my lip was red ,swollen and infected") and lip erythema ("my lip was red ,swollen and infected") and was found to have blood iron decreased ("my iron is really low") and the second episode of weight increased ("I have gained weigh"). The patient was treated with surgery (to remove the essure implant/hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, back pain and abdominal pain had resolved and the cystitis, urinary tract infection, acne, bladder disorder, urinary tract disorder, memory loss, allergy to metals, dyspareunia, chest pain, palpitations, dysmenorrhoea, constipation, dizziness, anxiety, urethral polyp, nervousness, abdominal distension, abdominal pain lower, headache, bronchitis, helicobacter infection, mood altered, menopause, diarrhoea, nausea, mood swings, blood iron decreased, abdominal pain upper, loss of memory, alopecia, the last episode of weight increased, vulvovaginal pain, pruritus, polymenorrhoea, swelling, swollen tongue, lip swelling, lip infection and lip erythema outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, acne, allergy to metals, alopecia, anxiety, back pain, bladder disorder, blood iron decreased, bronchitis, chest pain, constipation, cystitis, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, headache, helicobacter infection, lip erythema, lip infection, lip swelling, memory loss, menopause, menorrhagia, mood altered, mood swings, nausea, nervousness, palpitations, pelvic pain, polymenorrhoea, pruritus, swelling, swollen tongue, urethral polyp, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal pain, the first episode of weight increased, loss of memory and the second episode of weight increased to be related to essure. The reporter commented: need for additional surgery. Discrepancy noted: in previous follow-up essure explant date was (B)(6) 2015. Current weight as of (B)(6) 2019: 220 lbs. Approximate weight at the time of essure placement 262 lbs. Plaintiff stated that she doesn't tinkle when she coughs or sneezes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Concerning the injuries reported in this case, the following one were confirm in patient¿s social media: dizziness, anxiety, urethral polyp, nervousness, abdominal distension, abdominal pain lower, headache, bronchitis, helicobacter infection, ulcer, depression, mood altered, menopause, diarrhoea, nausea, mood swings, blood iron decreased, abdominal pain upper, amnesia, alopecia, weight increased, vulvovaginal pain, pruritus, polymenorrhoea, cough, sneezing, swelling, hyperhidrosis. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events abdominal pain, chest pain, palpitation, dysmenorrhea, weight gain and constipation added. On (B)(6) 2019: f/u 5 and 6 processed together.plaintiff fact sheet and social media received. Events: light headed/dizzy, anxiety attacks, urethral polyps, nervous, bloated, right lower stomach pain, headache, bronchitis, h-pylori-(ugh) the infection, ulcers¸ depression, mood changes, pre- menopause, diarrhea, I feel like I m about vomit, mood swings, my iron is really low, my stomach is very hurting really bad, loss of memory, losing handful of hair, I have gained weigh, vaginal sharp shooting pains, my incisions are itchy, two periods in one month, cough, sneeze, , I m swollen all the way to my toes, I have never sweated so much were added. Concomitant condition was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.